Event description:
A malfunction alarm identified as malf 24 was reported, and it was determined that the associated fault code could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy. Technical support took corrective action by providing instructions for placing the pump in storage mode, arranged for a replacement pump to be sent, and guided the customer on returning the defective pump.